Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogation of the pulse generator, it was noted that the right ventricular (rv) lead exhibited noise. No intervention was performed. The patient had no adverse consequences.